Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent dislodgement occurred. The target lesion was located in the severely calcified mid right coronary artery (rca). After the lesion was predilated with a 2.5x14mm non-bsc balloon the 16x3.5mm taxus liberte stent delivery system (sds) was advanced. However, severe resistance was encountered during advancement and the sds was pulled back into the non-bsc guide catheter. When removing the sds, the stent dislodged from the delivery device in the mid rca. A 2.0x15mm non-bsc balloon was used to crush the stent along the vessel wall. A promus stent was implanted in the target lesion to complete the procedure. There were no additional patient complications reported during the procedure. After the procedure, the patient had "an infarction in the cerebella." No additional information was available.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer-the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)